Manufacturer narrative:
(B)(4).

Event description:
It was reported merlin transmissions revealed nonsustained right ventricular oversensing episodes. This occured when the patient dived into a swimming pool. Intermittent right ventricular crosstalk had been spotted during atrial pacing. It was suspected the damaged leads were in contact with each other. Lead examination and pocket manipulation were recommended. No adverse consequences were detected. No further information is available.